Event description:
Defective bd instyle autoguard bc 18ga x 1.16in lot 4046221, exp 01/31/2027, manufactured 02/01/2024. After team member started intra venous and pushed the safety mechanism to retract the needle, it retracted some but not all the way. Team member had to tug the needle to get it loss, safety concern for needle stick. Also broke the one way valve causes blood to flow out of the fresh catheter.